Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. At an unspecified time, it was reported that the option-lok male adapter of the tubing set was connected to an unspecified needleless valve connector connected to the patient's IV and was being used to deliver an unspecified volume of normal saline. No specific details were provided. After an unspecified length of time, it was reported when the nurse disconnected the option-lok male adapter from the needleless valve connector, the distal tip of the option-lok male adapter broke off and a piece remained lodged inside the needleless adapter. The tubing sets were replaced and the therapy was resumed. There were no reported adverse patient effects and no delay in therapy critical to this patient. No medical interventions were required. No add'l info was provided.

Manufacturer narrative:
One used device and one used needleless valve connector were rec'd and evaluated. Testing found that the distal tip of the option-lok male adapter was broken off inside the needleless valve connector. Drag marks were noted on the tip of the option-lok male adapter indicating application of excessive force on the male adapter. Hospira has completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks, and general connections events. Based upon the investigation results, hospira has identified that it needs to make dimensional changes to the spin collar that will improve the compliance with the iso standard (594-2) and interaction with other components. The planned improvements will optimize the design of the thread, taper, and taper protrusion of the option-lok to minimize identified failure modes and resultant complaints. This report represents all the info known by the reporter upon query by hospira personnel.